Event description:
Procedure type: lap chole. According to the reporter: while introducing a right angle grasper they noticed blue fuzz on the grasper once it was in the abdomen. The blue (fuzz) was removed from the patient's cavity. Case continued on with the device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).